Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on 2013 (B)(6). Since the fall, the patient has had intermittent stimulation and a shocking or jolting sensation without body motion. It was also reported, the patient experienced paresthesia higher on her body than before the fall along with stimulation in the belly. Impedance values were checked and were within the normal ranger. Reprogramming was performed but did not resolve the issues. A thoracolumbar x-ray was performed to check lead placement. The patient also reported inadequate pain relief on both her right and left side. It was later reported that the x-rays showed no lead migration. The patient was scheduled to return to the physician's office on 2013 (B)(6). The patient was still experiencing intermittent stimulation with shocking or jolting. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative met with the patient and reprogrammed the device. It was stated that the patient was "doing ok" when she leftand that the stimulation "was ok."